Event description:
The consumer reported that the device was not sealing successfully. An end tone, indicating a completed seal cycle, was heard. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.